Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. No CAPA is warranted at this time.

Event description:
It was reported 17 bd venflon¿ pro safety IV catheters had leakage from the injection port. The following information was provided by the initial reporter: "...that they were faulty due to bleed back from the injection port."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. No CAPA is warranted at this time.

Event description:
It was reported 17 bd venflon¿ pro safety IV catheters had leakage from the injection port. The following information was provided by the initial reporter: "...that they were faulty due to bleed back from the injection port."